Manufacturer narrative:
The vessel sealer instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation confirmed/replicated the customer reported complaint. The instrument was found to have a dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.11". No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. Further failure investigation found that the instrument jaws did not fully close after releasing the grip open lever and subsequently during homing. The grip drive retaining ring was found inside the housing of the instrument. The grip tube retaining ring was dislodged, allowing the grip tube to slide independent of the grip drive adapter. Upon opening the grips with the release lever (or during homing), the grip adapter can open the jaws by pushing the grip tube, but upon grip spring retraction, the grip drive adapter slides independent of the grip tube, leaving the jaws open. The blade exposed failure seen on the isi system was occurring due to the jaws not being able to fully close during the homing sequence. This instrument had 0 lives remaining and had 28 minutes of use time according to the system logs. This suggests the retaining ring popped off during the procedure, which resulted in the dislodged blade as the grips were not able to fully close. This failure was likely a workmanship issue. Furthermore, failure analysis investigation confirmed that no missing pieces were found on the instrument during investigation.

Event description:
It was reported that during a da vinci-assisted left lower lobe segmentectomy surgical procedure, the blade was exposed on the vessel sealer instrument. It was also reported that a fragment fell into the patient and retrieved during the same procedure. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information; however, no further details have been received as of this date. Customer contact was attempted, but was unsuccessful in confirming the origin of the fragment.